Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was prophylactically removed and replaced due to it's lithium cluster advisory status. There was no allegation of premature depletion. The patient was stable before, during and after the procedure.